Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified and severely tortuous proximal circumflex (cx). The physician attempted to deliver the 2.75x12mm liberte monorail coronary stent delivery system (sds) to the lesion by going around from the left main (lm) to the cx. The physician had difficulty crossing the lesion, so multiple attempts were made to predilate the lesion and it was also attempted to use the buddy wire system but the sds was unable to cross the lesion. The device was removed and it was found that the stent strut was lifted. The procedure was successfully completed with plain old balloon angioplasty (poba). No stents were placed. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.